Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing mid and upper back pain after scs system was implanted. Patient does not want to be reprogrammed. Surgical intervention may be pending to address this issue.

Event description:
Follow-up revealed the patient's scs system was explanted.